Event description:
Customer reported a malfunction alarm identified as "malf 1." There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, the pump was within warranty and therefore replaced by technical support. Customer was informed of the replacement and instructed to use multiple daily injections as backup therapy to ensure continued insulin delivery. The shipping address was confirmed, and instructions were provided for the return of the defective pump.